Event description:
The customer called and reported the insulin pump alarmed with unexpected restart. Customer's blood glucose was not known. Customer was reportedly transferred for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.